Event description:
It was reported that the patient received an initial total comprehensive shoulder prothesis. An x-ray taken after 5 years of the initial surgery show that the central post is broken and separated from the polyethylene glenoid component. The reason for why the central post is broken off from the polyethylene glenoid is unknown. Implants are still in the patient.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 118001, versa-dial/comp ti std taper, lot # 438720. Catalog #: 113034, versa-dial 42x18x46 hum head, lot # 395350. Catalog #: 113633, comp primary stem 11mm mini, lot # 805910. Catalog #: 113952, md hybrid glenoid base 4mm, lot # 804850. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains in patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: suboptimal interpretation without annotation is indicating the date of images. None of the images are labeled and therefore interpretation is poor. Additionally, image 1 is suboptimally positioned. Secondary to suboptimal positioning, assessment for breakage of the central post on image 1 is poor. The glenoid component overlies the scapula and proximal component of the coracoid process. Assessment for alignment of the central pelvis with respect to the glenoid is poor. Image 2 shows slight superior angulation of the articular region of the central post, potentially representing the event/deficiency description. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.